Event description:
It was reported that the high impedance alert was triggered for the left ventricular (lv) lead due to impedances of greater than 3000 ohms. Given the patient's age and condition, the physician elected to adjust the settings to stop the lv pacing. The inactive lv lead remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 4092 lead, implanted: (B)(6) 2003; 5068-58 lead, implanted: (B)(6) 2003. (B)(4).